Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated buttons not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had unresponsive act and esc buttons due to flattened dome switch. It was unable to perform displacement test due to unresponsive buttons. The connector at the display board was found unlocked. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched display window and cracked case at display window corners.